Event description:
Pt had breast augmentation in 1988. During the past year she has developed a contracture of the breasts and has sought their removal. She has had some concern that the implants may be ruptured. On 10/13/94, removal of bilateral breast implants.